Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow-up report is being submitted to relay. On june 27, 2018, it was reported that the screen is crushed. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in an action plan. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) two times as documented in the repair reports. The last repair was january 21, 2014 where it was reported that the device needed preventative maintenance and the roller, worn bushings, worn side plates, damaged comb, roller gears, washers, ball detents, ratchet gear and shoulder bolts were replaced. This is not a related issue. Product review of the skin graft mesher on july 11, 2018 revealed that the calibration and same mesh could not be taken due to the bent comb. The roller, gear, and side plates had visible damage. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 11, 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear, spring pin, stabilizer feet, and comb spring. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review it was noted that the comb was bent. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Skin graft mesher screen was crushed.